Event description:
During the evaluation of data from a clinical investigational device (model 106 aspiresr generator) used in a (B)(4) study, cyberonics identified a hardware design issue that can cause a portion of the stimulation output to be redirected from the intended path. Like the investigational device, the same circuit configuration is also present within the model 105 aspirehc generator which is a commercially marketed device. (Refer to manufacturer report number 1644487-2011-02121 for the model 106 event). As a result of this issue, the stimulation current actually delivered to the vagus nerve can be less than what is programmed by the physician. This diversion of stimulation current can potentially lead to the following pt effects: delivery of stimulation current that is less than the magnitude required for effective therapy. Presence of neck pain, inflammation and/or swelling/edema at the lead electrode location in the neck; and/or pt perception of unusual stimulation or muscle twitching between the pulse generator and the lead electrodes implanted in the neck. The magnitude of the diverted current and its consequences depends on the pt's programmed parameters settings and physiology, tending to manifest only as the pt's programmed parameters (output current, pulse width, frequency, and on time) reach higher parameters. No pt injury has been reported as a result of this particular event. Cyberonics will be sending recommendations on programming to treating physicians who have pt's implanted with the model 105 generator. Cyberonics recommends that physicians continue their practice of titrating programming parameters for pts implanted with an aspirehc generator to achieve appropriate clinical outcomes, paying particular attention to reports of: lack or loss of efficacy. Pain, inflammation, swelling/edema in the neck area; and/or pt perception of stimulation or muscle twitching in the area surrounding the implant.